Event description:
It was reported to boston scientific corp, that a resolution clip device was used during a post polypectomy clipping procedure on a male pt performed in 2009. According to the complainant, during the procedure, the clip would not open fully before closing. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.